Event description:
Device 4 of 6. Reference MFR. Reports:1627487-2016-02587, 1627487-2016-02588, 1627487-2016-02589, 1627487-2016-02591 and 1627487-2016-02592. Additional information received identified the scs system was explanted and as of (B)(6) 2016 the infection has resolved. The explant date is unknown.

Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 4 of 6: reference MFR. Reports:1627487-2016-02587, 1627487-2016-02588, 1627487-2016-02589, 1627487-2016-02591 & 1627487-2016-02592. It was reported that when using stimulation the patient experiences an intermittent tingling sensation that becomes painful overstimulation at the top of her head. It was also reported the patient has an infection at her supra-orbital pns lead site(s). Surgical intervention will be taken at a later date to address the issues.